Event description:
On (B) (6)2005 - pt underwent abdominal hernia repair with mesh implant. Eighteen months ago - pt began to experience pain. In 2009 - pain increasing this year, pt sought medical attention in april. Pt seeking explant in the future.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.